Event description:
During initial incision using an electrosurgical unit set at 20 cut and 20 coagulation (cutting through subcutaneous fat) patient started fibrillating. External paddles were used and two physicians began compressions. The electrosurgical unit was removed from the or and given to biomed.